Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "on (B)(6) 2022, the patient was implanted with a third-generation PICC catheter in the brachial vein of the right upper arm due to breast cancer chemotherapy, and was inserted into the body 38cm. On (B)(6) 2023, during maintenance, it was found that there was oozing at the puncture site, and after examination, it was found that the catheter was damaged at 35cm, and the nurse trimmed the catheter at the damaged area." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "on (B)(6) 2022, the patient was implanted with a third-generation PICC catheter in the brachial vein of the right upper arm due to breast cancer chemotherapy, and was inserted into the body 38cm. On (B)(6) 2023, during maintenance, it was found that there was oozing at the puncture site, and after examination, it was found that the catheter was damaged at 35cm, and the nurse trimmed the catheter at the damaged area." No other information was provided.